Event description:
Cna was lifting resident using the marisa lift. They reported a loud "popping" noise and the right side of the lift frame broke; the pt was still held by the left side. The cna was able to put the pt in a chair, precluding any further occurrence. No injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# 1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration# 9611530). Please note (B)(4). The eval of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.